Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient complained of failure to completely empty the bladder. After imaging examination, it was identified that the artificial urinary sphincter cuff would not open fully, generating an obstruction. The patient reported dysuria and pain. There was an indication to exchange the sphincter cuff for a larger cuff, for a more adequate opening. The obstruction was proven by uroflowmetry and cystoscopy (direct visualization of the sphincter opening). The patient was expected to undergo a revision surgery. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. The reason for dysuria, pain, urinary retention, length too short were determined to be due to device implantation procedure. The provided event description indicates the device was in good condition when the package of the original device was opened. The evidence from the product record review did not identify a potential product quality issue or new patient harm. Therefore, it can be concluded that a device measurement error by the original implanting physician was the most probable cause of the complaint/event. Based on the information available, a conclusion code of known inherent risk of device and unintended use error caused or contributed to event were assigned to this investigation.

Event description:
It was reported that the patient complained of failure to completely empty the bladder. After imaging examination, it was identified that the artificial urinary sphincter cuff would not open fully, generating an obstruction. Reporting dysuria (pain). There is an indication to exchange the sphincter cuff for a larger cuff, for a more adequate opening, the obstruction was proven by uroflowmetry and cystoscopy (direct visualization of the sphincter opening). The patient was expected to undergo a revision surgery. No further patient complications were reported.